Event description:
Reporter indicated that vns pt experienced an episode of status epilepticus, during which pt was unresponsive. Treating neurologist indicated that the event was not related to the vns therapy. Neurologist believes that the pt's generator may be nearing end of service and that the status event may be related to progression of the pt's brain disease. It was also reported that the pt had not been taking pt's anti-epileptic medications as prescribed. Generator replacement surgery is planned. Investigation to date has been unable to determine the cause of the status episode.